Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit reported was inspected and evaluated and issue reported was not present, therefore defect it is not confirmed. Test result(s): [ ] defect confirmed [x] defect not confirmed results description: the reported issue was not present during investigation. Details of history log: log review shows on (B)(6) 2024 and 7:16pm an infusion start of 0.5ml/hr and 100ml (dl: midazola). At 10:44pm infusion was stopped with a volume infused to 1.73ml. Infusion was started and stopped at 10:45pm, 10:46pm and 11:01pm with a volume infused to 1.73ml and no further infusions taking place.

Event description:
As reported by the user facility: (B)(6) 2024 2:44a midazolam drip was started at 1912at 0.5 ml's/hr (2 rn's checked) and kept at the same rate until I found out the medication was dripping at a fast rate. I immediately stopped the infusion and disconnected the tubinhg from the patient. I confimed that the rate was set correctly on the IV pump with another rn and charge nurse. The 100ml bag of midazolam was almost empty at 2300. Vital signs were stable and all other sedation medications were stopped. Dr le and pharmacist romel limbowere notified. The IV pump was taken out of the room without removing the IV tubing and medication in case further investigation is necessary.